Manufacturer narrative:
G4:19jan2021. B4:30jan2021. The customer evaluated the device with the remote service engineer (rse) assistance and confirmed the reported problem. The customer was provided with the parts ID for fuses and the power supply. The customer replaced the fuses and power supply to resolve the reported problem. The device successfully passes performance specification testing after the repair was completed and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer called into technical support (ts) reporting that the device is having power supply issues. The customer reported there was no patient involvement at the time the issue was discovered.